Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer stated the crack on the insulin pump he had for a long time and their is condensation in the insulin pump screen. The customer was advised that the insulin pump will need to be replaced. The patient was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with moisture damage on the electronics, motor, vibrator and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.